Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the radiofrequency head connector was loose and further noted that the electrocardiogram connector was also loose and therefore the link electronic module (lem) printed circuit board (pcb) was replaced and calibrated to resolve. It was further noted that the keyboard latch was broken and that the system fan was noisy and both the keyboard and the fan were also replaced. The hard drive was reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer connection to the programmer head cable was faulty. The programmer has been returned for repair. No patient complications have been reported as a result of this event.